Event description:
Advocate from puerto rico stated her daughter received blood glucose readings of 30mg/dl and 600mg/dl on the contour next link 2.4 at different times and had no symptoms. Medication was not adjusted. She was retested on a different meter, and the readings were 175 and 98mg/dl, respectively. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.